Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The drill bent was found to be bent. Device history record review was not performed as this is a previously investigated issue. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Review of complaint history for part-lot combination identified no previous complaints for the failure mode of bent drill bit.

Event description:
The drill tip bent during normal use. No patient consequences reported or additional information has been made available.